Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Event description:
It was reported that there are chippings on the connection hole of the instrument. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The additional evaluation revealed that the provided instrument has a lot of dents and scratches on the head part. The overall condition can be described as strongly worn. The edge of the connection hole for the extraction bar has strong chipping on it. Furthermore, signs of blows and dents were found on the turning lever, which suggest that a direct blow occurred. In this connection, we would like to make note for op-technology that direct blows on the t-piece should be avoided. We can only guess that strong hammer blows on the head piece led to the damage. No product error could be determined. However, a device history record review has been requested.